Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an evolutr-29-us valve experienced heart failure and hemodynamic instability due to a failed transcatheter aortic valve, with the mode of failure unknown. The patient was evaluated for a possible transcatheter aortic valve in transcatheter aortic valve procedure. Per the physician, intervention will be required. Additional information was received that the valve failed due to aortic stenosis and aortic regurgitation. It was further reported that a valve-in-valve procedure was planned with a non-medtronic valve. Additional information was received that the regurgitation was central and severe.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failed due to aortic stenosis and aortic regurgitation. It was further reported that a valve-in-valve procedure was planned with a non-medtronic valve.

Event description:
It was reported that a patient with an evolutr-29-us valve experienced heart failure and hemodynamic instability due to a failed transcatheter aortic valve, with the mode of failure unknown. The patient was evaluated for a possible transcatheter aortic valve in transcatheter aortic valve procedure. Per the physician, intervention will be required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.